Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6) 02-010-03-0335 - logic cr femoral cem, right, sz 3.5. (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t.

Event description:
As reported, approximately 7 years and 9 months post the initial right tka, the patient returned to the surgeon's office with complaints of pain, swelling, instability and dissatisfaction with their right tka. The patient has a recalled poly implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient underwent a poly tibial insert swap and patella swap. The patient was revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported was likely the result of prosthesis wear. Possible causes of polyethylene wear include high contact stresses during knee flexion to the tibial insert, third body wear, the alleged joint instability, inclusion of the tibial insert polyethylene in the packaging recall or any combination of these possibilities. Instability may be the result of increased soft-tissue laxity (looseness), inadequate flexion of the implants, or improper positioning or alignment of the prosthesis. As the suspect devices were not provided, the potential causes or their contribution to the sequence of events cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.